Event description:
The customer observed false positive vitros thc results from multiple patient samples using the vitros 5600 integrated system. A result of 43.2, 41.0, 41.5, 44.2, 41.8, 42.6, 49.2, 42.2, 42.0, 42.6, 39.8, >80, 73.3, 40.2, 42.3, 48.7, 44.6 was predicted compared to a correct result of < 5 ng/ml. A result of 41.3 ng/ml was also obtained compared to a correct result of 12.9 ng/ml. Patient results were reported from the laboratory. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. All affected patient samples were repeat tested and the corrected results were issued after the issue was identified. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that false positive vitros thc results were predicted from multiple patient samples processed on vitros 5600 integrated system. The investigation determined the assignable cause was user error. While loading vitros reagent packs into the reagent supply, the operator was manually identifying reagent packs and mis-identified a vitros amph reagent pack as vitros thc reagent pack. There was no malfunction of the vitros 5600 system or vitros thc reagent pack. Investigation determined the root cause of this event to be user error.